Event description:
The customer's blood glucose was unknown. It was reported that the customer received an unexpected restart alarm and an external ram crc error alarm on the insulin pump. The customer stated that the alarms were occuring shortly after replacing the battery in the insulin pump. Troubleshooting was done. Explained the alarms and the possible causes of the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.